Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized overnight due to high blood glucose on unknown date with unknown blood glucose. Customer treated with insulin drip and fluid in the hospital. Customer declined troubleshooting for high blood glucose. Customer stated they did 5 unit bolus and got no delivery alert. The insulin pump will not be returned for analysis.